Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues that lead to the replacement surgery. The patient did not experience any additional adverse events and did not require any further intervention. No more information available at the moment. Should additional information become available, it will be provided.